Event description:
It was reported that the patient with this artificial urinary sphincter presented with urinary incontinence. The physician noted the device was not functioning efficiently. The device was removed and replaced. No further patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with urinary incontinence. The physician noted the device was not functioning efficiently but confirmed proper activation of the device and scheduled the patient for additional follow-up. If the patient remains incontinence, the physician will schedule a surgical procedure to revise the aus.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). Upon receipt at our quality assurance laboratory, the returned components of artificial urinary sphincter (aus) underwent a thorough analysis. The returned components cuff, pump and balloon were visually inspected, and leak tested. The cuff, pump and balloon passed visual inspection. No damage or anomalies were found. The cuff passed the leak test. The pump and balloon passed the leak test and functional test. Product analysis was unable to confirm the reported device allegation. The reported patient symptom of urinary incontinence is a known risk associated with this device and noted in the device instructions for use. Based on the information available and analysis results, an investigation conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter presented with urinary incontinence. The physician noted the device was not functioning efficiently. The device was removed and replaced. No further patient complications were reported.